Event description:
The technician reported the right head side rail will not latch. The bed was located in the hill-rom service center. There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection the right head side rail center arm assembly is broken causing the side rail not to latch. The technician replaced the right head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.